Event description:
It was reported that a patient experienced an arrhythmia. Device interrogation revealed multiple issues with the implantable cardioverter defibrillator (ICD), including failure to deliver a shock, incorrect signal interpretation, and failure to convert the rhythm. The failure to deliver a shock was associated with the right ventricular (rv) lead. An adverse event without device malfunction was noted on the atrial (ra) lead. The physician decided to explant the ICD along with the rv and ra leads. The patient subsequently passed away.

Event description:
It was reported that a patient experienced an arrhythmia. Device interrogation revealed multiple issues with the implantable cardioverter defibrillator (ICD), including failure to deliver a shock, incorrect signal interpretation, and failure to convert the rhythm. The failure to deliver a shock was associated with the right ventricular (rv) lead. An adverse event without device malfunction was noted on the atrial (ra) lead. The physician decided to explant the ICD along with the rv and ra leads. The patient subsequently passed away, and there is no allegation from the physician or any other healthcare professional that the patient's death was caused or contributed by any of the patient's abbott products or any procedure involving the abbott products

Event description:
It was reported that a patient experienced an arrhythmia. Device interrogation revealed multiple issues with the implantable cardioverter defibrillator (ICD), including failure to deliver a shock, incorrect signal interpretation, and failure to convert the rhythm. The failure to deliver a shock was associated with the right ventricular (rv) lead. An adverse event without device malfunction was noted on the atrial (ra) lead. No information if the physician decided to explant the ICD along with the rv and ra leads. The patient subsequently passed away, and there is no allegation from the physician or any other healthcare professional that the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedure involving the abbott products

Manufacturer narrative:
Correction: b5 should have not stated that the products were explanted.